Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was able to power up however, the l603 component on the pca board was defective causing faults. The root cause for the defective l603 could not be positively identified. No adverse event resulted from the damaged monitor.